Event description:
(B)(4). It was reported post a percutaneous coronary intervention with stent implantation myocardial infarction (mi) and stent restenosis occurred. The patient presented due to silent ischemia and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad). It was described as 28mm long, with a vessel diameter of 2.75 mm and 80% stenosis. The lesion was treated with pre-dilatation and deployment of a taxus element stent 2.75x32mm with 10% residual stenosis. Post index procedure, in (B)(6) 2011, the patient presented with acute coronary syndrome non st and hospitalized on the same day. The subject experienced elevated troponin and a mi was reported. An electrocardiogram (ECG) was performed (mi type - non q-wave). It was noted that the subject experienced ischemic symptoms and this event prolonged hospitalization. Two days later, the 40% focal in-stent restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty. The patient was discharged the following day.

Manufacturer narrative:
(B)(4).device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).